Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experiencing fatigue and bradycardia presented in clinic. Upon interrogation, the right ventricular lead exhibited high impedance and loss of capture. It was suspected the lead was fractured. On (B)(6) 2019, the lead was capped and replaced successfully.